Event description:
It was reported that the patient underwent a posterior spinal procedure from t2-pelvis. During the surgery, the set screw cross-threaded. The screw was removed and replaced with a new set screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.